Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The apex monorail was advanced to an unknown target lesion. The lesion was dilated several times with the apex monorail and then ruptured. The number of inflations and to what atmospheres is unknown. The procedure was completed with another of the same. There were no patient complications reported and the patient's condition is reported as "good." Additional information was requested and is not available

Manufacturer narrative:
(B)(6). A microscopic examination of the balloon material identified that a longitudinal tear was present. The tear was located over the distal edge of the distal markerband and it extended proximally for a total length of approximately 7mm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).